Event description:
It was reported that the procedure was to treat a lesion in the non-calcified, non-tortuous circumflex. No pre-dilatation was performed prior to the attempt to stent. The stent delivery system (sds) was advanced to the lesion and upon inflation it was observed that there was no stent implant on the balloon. The sds was removed from the patient without issue. The stent implant was located in the distal end of the protective sheath. There was no clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.